Event description:
It was reported the device was leaking. No patient involvement reported.

Manufacturer narrative:
Additional information h.10: device evaluation - one fluid warming device was received for evaluation in relation to the reported event. Visual and functional inspection was able to confirm and replicate the reported event. The device leaks from a crack in the enclosure near the drain fitting. The device was deemed to be beyond economical repair and was scrapped. Root cause was unable to be determined due the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.